Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the touchscreen will not hold calibration. The customer attempted to recalibrate the touchscreen but was unsuccessful. The device was used to monitor a patient, however no impact to patient was documented as the procedure was completed without delay.

Manufacturer narrative:
Correction made to health impact grid from outside of use, to no health consequences or impact.